Event description:
The procedural outcome is patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2021-00874 was provided.

Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported an asian patient had impella 2.5 pump inserted for cardiogenic shock (cgs). The patient had cardiac tamponade.